Event description:
It was reported that a red alert was received for right ventricular (rv) lead pacing impedance out of range. The rv exhibited a high out of range measurement greater than 3000 ohms and loss of capture (loc) was noted on the presenting electrogram (egm). The patient was seen with a programmer and reprogrammed to left ventricular (lv) lead pacing only and tachy therapy off. It was noted that the patient is depended. Technical services (ts) was consulted agreeing there is loc in the rv lead and there was a delay in the left ventricular (lv) lead so possible lv loc. The rv lead sensitivity was decreased. The health care professional (hcp) states the patient is not scheduled for revision and is likely not a candidate for a procedure. Lv lead reprogramming determined there is lv lead capture in different vectors. This rv lead remains in service. No additional adverse patient effects were reported.